Event description:
Related manufacturer reference number: 2017865-2023-94257, related manufacturer reference number: 2017865-2023-94258. It was reported that the patient presented to the emergency room due to infection and lead vegetation. The vegetation was found on both the right atrial lead and the right ventricular lead. Additionally, the vegetation was visualized with a chest x-ray. The physician explanted the active system ¿ pacemaker, right atrial lead and right ventricular lead to resolve the issue. The patient was in stable condition throughout the procedure.

Manufacturer narrative:
A device history record (DHR) review was performed and all required manufacturing processes and inspections steps were confirmed to be completed per the requirements. The device met specifications prior to leaving abbott manufacturing facilities. Review of the sterilization records confirmed normal sterilization cycles for the products. The cause of infection could not be determined.